Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax(device #1) may have caused or contributed to the reported event. The attorney alleges that the patient had injuries and revision surgery; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). There is no allegation related to the bard/davol flat mesh. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1), an unspecified bard mesh and an unspecified ventralex st(device #2) on (B)(6) 2013. Attorney alleges unspecified injuries related to a defect in the 3dmax (device #1) and ventralex st (device #2) on (B)(6) 2015, the date of his revision surgery. As reported, the patient is making a claim for an adverse patient outcome against only the 3dmax (device #1) and the ventralex st(device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."